Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the connection between the distal luer connector and the luer connector of the winged needle. The leak was observed during use of the device. The device was filled with fluorouracil and saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11 h11: the device was received for evaluation containing fluid in its bladder with a non-baxter connector attached to the luer. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed, and no evidence of leak was observed from the infusor sample or connection to luer. The infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.